Event description:
It was reported that during implant attempt, the screw mechanism may have been faulty. The screw would not deploy on the first try or any other attempts. The lead was not used. A new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood/body fluid (not obstructed) on the distal conductor, the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was stretched and there was a deformation/fracture in the proximal section of the inner coil, indicating extension problems, and the lead was damaged at implant. Upon visual inspection the helix cannot extend and retract due to distal conductor distortion within the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood/body fluid (not obstructed) on the distal conductor, the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was stretched and there was a deformation/fracture in the proximal section of the inner coil, indicating extension problems, and the lead was damaged at implant.